Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), implanted: (B)(6) 2016, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she had to charge the ins for an ¿extremely long¿ time. The patient reported that it took her 3 hours to charge the ins this morning and she was charging the ins every 3 days. The patient reported that it was slowly taking more time to charge the ins. The patient reported that she always got 8 boxes when charging. The patient noted that she had to charge the recharger more often. It was reviewed this was because it was taking more time to charge the ins. No further complications were reported.